Event description:
Caller reported a cartridge alarm 20 during pumping and fill tubing, with the blood glucose value displayed as "high," although the specific value was unknown. Customer took corrective action by administering a correction injection via multiple daily injections (mdi), and there was no assistance required from a third party. Tandem technical support decided to replace the pump, as the issue persisted despite trying different cartridges. A replacement pump with updated software was sent to the customer, who was also informed about available training and instructed on returning the faulty pump.